Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of the left circumflex. A 8mm x 3.00mm nc quantum apex balloon catheter was advanced dilate the target lesion. Upon the first inflation, the balloon was inflated at 12 atmospheres with no issues encountered. Upon the second inflation, the balloon was inflated at 12 atmospheres still with no issues encountered. On the third inflation, the balloon ruptured at 10 atmospheres. No kinks were noticed within the device even prior to use. The device was then removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a nc quantum apex balloon catheter with a shelf box and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Magnified inspection revealed an 11mm longitudinal tear from the proximal to distal ends of the balloon. The inner shaft in the balloon was flattened. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of the left circumflex. A 8mm x 3.00mm nc quantum apex balloon catheter was advanced dilate the target lesion. Upon the first inflation, the balloon was inflated at 12 atmospheres with no issues encountered. Upon the second inflation, the balloon was inflated at 12 atmospheres still with no issues encountered. On the third inflation, the balloon ruptured at 10 atmospheres. No kinks were noticed within the device even prior to use. The device was then removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).